Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Subsequently, multiple cartridge alarms occurred indicating that the cartridge was removed outside of the load sequence. However, customer alleged they did not improperly remove the cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.